Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.